Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated and the reported issue was confirmed as it was noted that the chiller water temperature was not cooling. This was caused by a failed chiller pump. Ice formation on the chiller gas lines are a direct result of chiller water not circulating water through the chiller evaporator. Replaced chiller pump assembly. It was noted that the double bend tube and the chiller evaporator outlet tube were expanded. Repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device history record review was not required as event was not an out of box failure. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling their patient on arctic sun device for about 10 hours. Then they started getting an alert about kinks, water level, water temperature, and a vent. The water said it was 30.1c, but it felt really warm to the touch. They already changed devices. The new device seemed working fine. Suggested labeling device with alert 113 (reduced water temperature control), not cooling, and sending device to the biomed for service and repair. They received another call on same day. In that call they explained the same thing they stated last night. Then they added that when they pushed it chunks of ice fell out from under the device. The clerical staff was not sure what to do to get the device repaired. Explained that typically a hospital would put in a ticket for biomed would come pick it up. Biomed stated they would like to send their device in for 2k hour service. Per sample evaluation results on 22sep2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling their patient on arctic sun device for about 10 hours. Then they started getting an alert about kinks, water level, water temperature, and a vent. The water said it was 30.1c, but it felt really warm to the touch. They already changed devices. The new device seemed working fine. Suggested labeling device with alert 113(reduced water temperature control), not cooling, and sending device to the biomed for service and repair. They received another call on same day. In that call they explained the same thing they stated last night. Then they added that when they pushed it chunks of ice fell out from under the device. The clerical staff was not sure what to do to get the device repaired. Explained that typically a hospital would put in a ticket for biomed would come pick it up. Biomed stated they would like to send their device in for 2k hour service.